Event description:
The procedure was scheduled as a cryoablation of the prostate. The first part of this procedure requires use of a flexible cystoscope. It is used for placement of a supra pubic catheter. The cystoscope is sterilized prior to procedure. The scope had been sent out recently for repairs. It had been sent back as repaired. We only have one flexible cystoscope. Md stated that was the only one he could use as the patient had a previous surgery and had scar tissue. When the procedure began, the cystoscope would not show a picture on the screen. Several attempts were made without success. The cryoablation was performed however the patient did not get the supra pubic catheter but did have to go home with an indwelling catheter. There was no known harm to the patient.